Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced high blood glucose of 460 mg/dl. Customer¿s current blood glucose value is 293 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer did not receive a change sensor alert after a calibration not accepted. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.